Event description:
As reported: "doctor performing a t2 aan on patient; two of the 4.2x340 drill cutting portions broke off inside the patient. The drill possibly came in contact with the nail itself or the cannula while being used. One drill was removed and the second one was left in patient"

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "doctor performing a t2 aan on patient; two of the 4.2x340 drill cutting portions broke off inside the patient. The drill possibly came in contact with the nail itself or the cannula while being used. One drill was removed and the second one was left in patient".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition is unknown.